Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device objective lens in the insertion section is broken causing dust and water mist to enter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. And for the reportable malfunction dust to enter it is likely that is due to charged coupled device lens broken nut the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the image abnormal. The event had occurred during reprocessing. There were no reports of patient involvement.